Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The peritoneal dialysis patient reported a leak in the cassette door. The patient received an air alarm during last drain. When she went to open the cassette door, she identified a leak. The patient finished the treatment with manuals. She stated that there was a hole right on the seal near the cone part. The sample was returned with the cycler. The patient's effluent was clear. Cefazolin 1g once a day was administered for three days prophylactically.